Event description:
An exeter 44no 1 stem was revised as well as a 52mm unitrax head to a thr. Surgeon believed failure was due to disease progression and had no complaint with the stryker product. The stem was revised due to the surgeon believing there was not enough anteversion on it. Update: "all components were replaced. The cup, (due to disease progression), but also the stem, as the surgeon had to operate in any case, and critically evaluating the stem position, felt it could be more anteverted, so took the opportunity to do that. The ¿disease¿ is osteoarthritis, i.e. The native acetabulum also became arthritic.

Manufacturer narrative:
Reported event: an event regarding patient factors is reported involving unknown implant exeter stem. The event was confirmed based on medical review. Method & results: product evaluation and results- product inspection - material analysis, visual, functional and dimensional inspections could not be performed as no items were returned. Clinician review: clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event description states: " an exeter 44 #1 stem revised as well as a 52 mm unitrax head to a thr. Surgeon believed failure due to disease progression. Stem revised ... Not enough anteversion ..." (B)(6) 2021 x-ray: ap pelvis - left cemented proximal femoral hemiarthroplasty, reduced, no gross pathology, templates over right hip image. (B)(6) 2021 implant labels: 52 trident acetabular shell, 2 screws, 36/0 x3 poly insert, #2 exeter v40 stem, 36/0 v40 femoral head, med. Bone plug. No clinical or pmh, no dated serial x-rays, no primary left hip surgery date or operative report, no examination of the explanted components. Based upon the implant labels, the event description appears to be confirmed, but insufficient data is available to create a medical report for this case. -product history review: not performed as device is not identified properly. -complaint history review: not performed as device is not identified properly. Conclusions: it was reported that the patient was revised due to disease progression and had no complaint with the stryker product. The event was confirmed based on medical review. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received or no dated serial x-rays, no primary left hip surgery date or operative report, no examination of the explanted components by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An exeter 44no 1 stem was revised as well as a 52mm unitrax head to a thr. Surgeon believed failure was due to disease progression and had no complaint with the stryker product. The stem was revised due to the surgeon believing there was not enough anteversion on it.